Event description:
(B)(4). Rash began, then over time, I started having heart problems, gastroenterology issues, migraines, back pains abdominal pains, no libido, leg cramps, nerve pain in left leg and migraines worsened.